Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for the reported lot number was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. Root cause could not be determined. All information reasonably known as of 11-sep-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Halyard received a single report that referenced 10 different incidences, which were associated with separate units, involving ten different patients. This is the tenth of ten reports. Refer to 2026095-2017-00163 for the first patient. Refer to 2026095-2017-00164 for the second patient. Refer to 2026095-2017-00165 for the third patient. Refer to 2026095-2017-00166 for the fourth patient. Refer to 2026095-2017-00167 for the fifth patient. Refer to 2026095-2017-00168 for the sixth patient. Refer to 2026095-2017-00169 for the seventh patient. Refer to 2026095-2017-00170 for the eighth patient. Refer to 2026095-2017-00171 for the ninth patient. Fill volume: unknown, flow rate: unknown, procedure: unknown, cathplace: unknown. It was reported that 10 devices under the same batch number had infused faster than expected. Instead of 24 hours scheduled infusion, they completed in 12 hours.